Event description:
It was reported that a pt underwent a pelvic floor repair procedure and rectal plication in 2007. On approx six months later, the pt presented with a mesh exposure at the 6 month post-operative visit. The pt was found to have large area of mesh exposure on the posterior vaginal wall which extended from the midline to the lateral sulcus bilaterally, causing dyspareunia and vaginal discomfort.

Manufacturer narrative:
Conclusion- no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.